Event description:
Arterial air alarms occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed resulting in an estimated blood loss of 190cc. The pt's hgb on (B)(6) 2011 was 10.2 g/dl and decreased on (B)(6) 2011 to 9.7 g/dl. The pt's standard epogen dose was increased from 20,00 units 1xweek to 20,000 units 3xweek. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the alarm and subsequent blood loss to issues with the pt's access needle which was replaced. The cycler alarmed appropriately. Nxstage medical considers this report closed. No add'l info will be provided.